Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device unexpectedly stopped responding. Preventing user from logging in and removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that services including net.tcp and structured query language (sql) browser were disabled. A technical support specialist dialed into the station, restarted several services, enabled net.tcp services and sql (structured query language) browser that were initially disabled, and rebooted the station. The customer confirmed that no new issues were reported after applying troubleshooting. The customer was advised to monitor the station for a few days and contact via email or bd hotline if the issue reoccurs. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es device unexpectedly stopped responding. Preventing user from logging in and removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.